Event description:
It was reported that during a gastric bypass the patient was submitted to surgery and presented at the end of the day an episode of abdominal pain and hypotension that responded with volume expansion and analgesia, the following morning presented symptoms of hypotension and blood count with anemia. In abdominal tomography, a moderate/large amount of free fluid was evidenced in the peritoneal cavity and the patient was submitted to blood transfusion and diagnostic videolaparoscopy. In this second procedure, a hemoperitoneum was diagnosed and approximately 1.5l of blood and clots was aspirated in the cavity, and an active bleeding was observed at the excluding stomach stapling line, and a strengthening suture was required in the region. After this procedure, the patient had a favorable evolution and was discharged after 48h of the reintervention.

Manufacturer narrative:
(B)(4). Date of event: batch # unk. Concomitant medical product: generator and handpiece. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was the excluded stomach staple line considered the gastric pouch or roux-en-y stomach remnant? Was there any difficulty with the harmonic devices intraoperatively? Was there a hemostasis issue intraoperatively? Does the surgeon believe the energy device may have caused or contributed to the complication that occurred? Why or why not? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.